Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right ventricular (rv) lead was found to have post-paced t-wave over-sensing. Corrective programming changes were made. The patient was stable throughout and no symptoms were reported.